Event description:
It was reported that balloon tear was encountered. The patient was presented with persistent atrial fibrillation. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was not well sealed and after the balloon was inflated for 3-5 times at 12 atmospheres for 2 seconds, the balloon was leaking gas and non-visible small tears were noted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.